Manufacturer narrative:
Additional information: concomitant medical products, premarket identification, device evaluated by MFR, adverse event problem. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination noted nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. A shallow knife impression and cross cutting staple marks were observed along the cutline impression in the cutting ring, with the ring found to be partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. The anvil did not disengage during cycling. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition of the device being difficult to remove may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition that the device was difficult to remove. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, while on colon end to end anastomosis, there was difficulty removing the stapler from patient's cavity. After closing the anvil, it felt loose then it dropped into the patient's cavity after wingnut was turned counterclockwise two full turns. The anvil had to be retrieved via anus using different instruments. There was no patient injury. Pli 20: according to the reporter, during a laparoscopic lower anterior resection procedure the ligasure device did not activate. No patient injury.